Event description:
Caller stated in the last two years comfort medical supply company has been tampering with her products before mailing it to her. The labels, lot and reference numbers for this products switched around and some are opened from the original packaging and dumped in the box. Ref reports: mw5152317, mw5152318, mw5152319, mw5152320, mw5152321.